Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report a hardware error message patient experienced on (B)(6) 2013. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's wife to reset the device on (B)(6) 2013.

Manufacturer narrative:
(B)(4) the returned complaint device was visually inspected and a call tech support error message was observed on the screen of the receiver. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a defective component in the receiver's printed circuit board.